Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 1/4 of their automated peritoneal dialysis therapy. Per initial report, the patient stated "didn't get back on time." Baxters technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.